Event description:
It was reported that during the hospital stay post implantable cardioverter defibrillator system implant, the patient received a shock. The patient was also treated for endocarditis. The ICD system remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the shock that the patient received was deemed appropriate, and the patient had endocarditis prior to the implant of the ICD system.